Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was completely unresponsive. Reportedly, the pump was briefly exposed to splashes of water. Prior to the reported touchscreen event, multiple occlusion alarms occurred during a bolus. The customer changed the site and continued to experienced occlusion alarms. The customer's blood glucose (bg) level ranged from 250 mg/dl to 303 mg/dl. The bg level was addressed with a bolus via the pump. The customer confirmed that an alternate method of insulin delivery was available.